Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was a wireless foot switch problem. Upon troubleshooting, fse found that the status of the wi-fi (led) indicator on the wireless footswitch was solid red, and the color of the battery indicator was green. Upon functional testing, fse identified that exposure button was not working intermittently and confirmed that the cause of the issue was due to a mechanical problem. To resolve the issue, fse replaced the wireless footswitch and returned it to supplier for further analysis. The analysis confirmed that the wireless footswitch malfunction was due to button failure and also loose bracket was found. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was wireless foot switch connection issue. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.